Manufacturer narrative:
H10: additional manufacturer narrative updated b5, d10, f10, h3, and h6 per new information received h3: product evaluation customer report of stenosis was confirmed due to observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­2mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 1.5 mm at commissure 2 on the outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sutures remained attached to the sewing ring around leaflets 1 and 2. Sewing ring cloth was cut around leaflets 1 and 3 at the inflow aspect. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 29mm mitral pericardial valve, implanted approximately six (6) years and four (4) months, was explanted due to mitral stenosis, calcification, and pannus. The device was replaced with non-edwards valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. There was no allegation of device malfunction.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm mitral pericardial valve, implanted approximately six (6) years and four (4) months, was explanted due to mitral stenosis. The device was replaced with a non-edwards valve with no adverse events. A tricuspid ring was implanted in the same procedure. The patient status was reported as ¿recovered¿. As reported there was no allegation of device malfunction.